Event description:
The initial attorney report alleged hematoma, additional surgical intervention, and explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2002: lysis of adhesions and repair of recurrent ventral hernia implanting composix kugel mesh. Records indicate the pt was bleeding in the recovery room. Pt was brought back to operating room for wound exploration. Composix kugel mesh was taken down and there was no blood noted on the mesh or in the surrounding abdominal area. Mesh was reattached. Source of blood could not be located. On (B)(6) 2002: two hospital admissions. Pt presented to the emergency room complaining of abd pain, fever, nausea. First/CT was negative. Second/ puss draining from surgical drain. Pt underwent CT guided drainage. Cultures positive for (B)(6). On (B)(6) 2002: pt presented to emergency room multiple times complaining of severe abd pain. Possible adhesions / infected PICC line. Blood cultures negative. On (B)(6) 2002: hospital admission / emergency room visits -worsening abd pain and swelling redness. Suspicious for recurrent abscess. Cultures positive for (B)(6). Wound drainage and tenderness. On (B)(6) 2002: two hospital admissions. Pt presented to the emergency room for abd pain. Underwent drainage of large seroma and abscess. Grew (B)(6). On (B)(6) 2002: two emergency room visits for pain. First/ good healing noted. Second/ small area of superficial local abscess. Pt was noted to be off of antibiotics for 4 days. On (B)(6) 2003: two hospital admissions. First/ chronic open wound w/ fistula and drainage of small bowel contents into wound. Positive for (B)(6). Pt noted to have wound closed by cosmetic surgery but repair broke down. (No op notes). Second/ CT guided abscess drainage. On (B)(6) 2003: exploratory laparotomy, lysis of adhesions, resection of enterocutaneous fistula with primary anastomosis with implant of two bard flat mesh. It was noted the wound was treated as semi open and vaseline gauze was placed over the omentum which was covered with the two bard flat mesh. Mesh was placed such to aid removal of underlying gauze. On (B)(6) 2003: partial closure of wound with explant of two bard flat mesh and implant of non-bard mesh. It was noted a moderate amount of hematoma, old blood, and serous fluid were removed. On (B)(6) 2003: debridement, open wound, with skin graft reconstruction. Non-bard mesh trimmed. On (B)(6) 2003: hospital admission -pt presented with acute bleeding from large midline skin graft.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney (reported within (B)(4)). However, review of the medical records showed there to be two additional implants. (Also see MDR# 1213643-2012-00500). Although it is not confirmed in the medical records why the two bard flat mesh were explanted, it is indicated that they were initially placed over vaseline gauze suggesting they were implanted temporarily. The medical records do not indicate if the initially implanted composix kugel mesh was removed or if it remains in place. The pt had a long history of medical issues which may have contributed to the problems reported. There was no connection that could be made between the davol products implanted and the reported adverse outcomes. The medical records indicate that the pt was treated for hematoma which is a known possible adverse reactions listed in the IFU. A manufacturing review of device history records, that included a review of sterility, was performed and no evidence of a manufacturing related cause was found for the alleged event. Additionally, no sample has been returned therefore, no evaluation could be performed. If additional event and/or evaluation info is obtained, a follow-up MDR will be submitted.